Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Found normal and maximum dose rates to be within FDA limits. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the maximum dose rate for normal and boost mode on the 960cemi exceeded the FDA limits. There was no report of patient injury.